Event description:
It was reported that, the right ventricular (rv) lead and the right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals suspected to be from electromagnetic interference (emi). Upon reviewed, all measurements were within normal limits and stable, nonetheless, oversensing on the rv lead led into inappropriate anti-tachycardia pacing (atp) in one episode. This device remains in service. No adverse patient effects were reported.